Event description:
While wearing the external equipment, the patient reportedly experienced out-of-range impedances. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed the patient's device was not functioning. Surgery to explant the patient's device is to be scheduled.